Event description:
It was reported that during a photoselective vaporization of the prostate procedure; after delivering 107,889 joules, the laser displayed an error message indicating excessive usage. Subsequently, the fiber broke and stopped working. The procedure was completed with another of same device with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Functionally test of connector revealed that the connector was in good condition. The fiber was visually and microscopically examined and functionally tested. No anomalies were found with the fiber body. The fiber tip exhibited severe debris adhesion on its surface, indicative of prolonged tissue contact, and it also exhibited moderate devitrification. Please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. A labeling review was conducted. The IFU warns: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Based on the information available and analysis results, the debris adhesion identified on the surface of the fiber tip could have caused or contributed to the reported issue experienced by customer. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure; after delivering 107,889 joules, the laser displayed an error message indicating excessive usage. Subsequently, the fiber broke and stopped working. The procedure was completed with another of same device with no patient complications.